Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly in the failure analysis center, but was unable to verify or duplicate the reported failure. A conclusive cause of the reported failure could not be determined.

Event description:
It was reported that during a patient incident where the patient was only being monitored, the device lost power multiple times. Every time after the device was powered back on by the end user, the device continued to lose power. The patient did not suffer any adverse effect from a result of the reported failure.